Event description:
I just got off technical support. My meter (contour next link 2.4) is not working with the test strips. After troubleshooting I was told that I need a new meter. It would take 5 business days to get a new meter. I was then updated to 3-5 business days. I was told to keep my diet the same and give similar insulin that I typically do and I have to wait for my meter till the 29-31 of july. I am not sure if their support people or supply chain mgmt employees understand that their customer's life depends on their equipment working and just waiting what truly is 5 calendar days minimum to get your equipment could kill a customer. FDA safety report ID# (B)(4).